Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 5 cm and 7 cm depth markers. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 's' shaped split. Granular fracture surface texture (typical of tearing failure modes). Varying catheter diameter may be indicative of material ballooning. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC line was blocked at home. On the morning of 11/7/2025, unblocked by pulsed rinsing without difficulty in the operating theatre before chemotherapy.in the early afternoon after chemotherapy was administered, subcutaneous extravasation of the chemotherapy occurred. Return to the operating theatre and removal of the PICC line. A kink with leakage was observed approximately 10 cm from the start of the tubing (skin side). Patient informed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.